Event description:
It was reported the colonovideoscope had protrusion at the insertion tube. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: e4, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was sent in error, as the customer's allegation was reassessed to be nr, would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.